Event description:
It was reported that during a surgical procedure at the user facility, the fiber optic cable of the fiber optic surgical helmet was charred at the end and smoking. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, a melted fiber optic plug was found. A damaged fiber optic cable was determined as a probable cause of the reported charring and smoking of the product.the product was disposed of by the manufacturer facility and not returned to the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported that during a surgical procedure at the user facility, the fiber optic cable of the fiber optic surgical helmet was charred at the end and smoking. No delay, no medical intervention and no adverse consequences were alleged with this event.